Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a low reservoir alert. The customer was unable to clear the alert to rewind and prime the insulin pump. The customer's blood glucose level was 167 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No unexpected low reservoir alarm was noted. The insulin pump was received with a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.